Event description:
It was reported a novum iq large volume pump display screen did not display parameters. The patient was receiving norepinephrine for four days without incident. On the day of the event between 08:00 and 10:00 the nurse titrated the medication an unspecified number of times based on the patient's blood pressure "to maintain the prescribed target tam, as the patient was hemodynamically labile." At 10:30 the nurse went to make another adjustment and observed "the screen no longer displayed the current rate or options such as change rate, info/settings, review/change vtbi, bolus"; only the pump's "stop" and "start" functions were available. The pump was swapped out. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The pump underwent functional testing. The display settings, keypad backlight and keypad test were performed and all passed. A simulated therapy was performed by running a solution at 25 ml/hour with the soft keys of rate change, infor/settings, review/edit vtbi and bolus. All keys were visible and responsive. The pump completed the infusion without incident. The reported condition was not verified. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.

Manufacturer narrative:
Additional information: b5, h7, h6, h9, and h11. B5: upon additional information the patient's blood pressure (bp) was allegedly unstable for "a few hours during titration." It was unknown if the patient's bp stabilized because of the switch of the pump and new tubing or the addition of the other vasopressor. After noticing there was still 100 ml in the initial bag at the end of the infusion, the nurse started a new line with a new bag on a different pump. The nurse then had to start a different vasopressor to stabilize the patient. H11: the event history log review showed the blank screen failure was confirmed. Additionally, it is evident the downstream occlusion is silenced after clearing the alarm due to incorrect queuing of actions. The reported condition was verified. The cause was due to software failure. A nonconformance has been opened to address this issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.